Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine, after the equipment was powered on, the display screen shakes and the content cannot be seen clearly. Fse reconnected the display front line and lcd screen cable. Test function was normal. Test all functions and safety. All parameter indicators meet factory requirements. The fault was repaired and can be used clinically.

Event description:
It was reported that during regular inspection the cs100 intra aortic balloon pump (iabp) screen flickering after power on. No patient involvement and no adverse event reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. Event site address- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that regular inspection screen of cs100 intra aortic balloon pump (iabp) flickers after power on. There was no patient involvement.